Event description:
On (B)(6) 2024, I had a medtronic pipeline vantage aneurysm device implanted to treat a brain aneurysm in my left carotid artery by dr (B)(6) and the intervention radiology team at (B)(6). Procedure was executed without incident. Plavix, aspirin and dexamethasone prescribed for 3 mos, 3 mos, and 1 week, respectively. After one week of being off the steroids, I went into the ER on (B)(6) 2024 with stroke-like symptoms, including right-side arm lack of responsiveness. In the ER, symptoms progressed to right face drooping and inability to form sentences. Computed tomography and magnetic resonance imaging reveals fluid-attenuated inversion recovery, but occurring previous to the current incident. Vascular neurologist on staff (dr (B)(6) of (B)(6)) first concluded they were the result of a stroke which happened at point of procedure or shortly thereafter. Upon further consultation with dr (B)(6), the physicians concurred these were nice (non-ischemic cerebral enhancing) lesions, likely formed as a result of sheering during device implant, with polymer coating now irritating brain tissue in four areas. I stayed the night, was prescribed prednisone, anti-virals and antibiotics, and was sent home. On (B)(6) 2024, I returned again with stroke symptoms. Another mra and CT revealed smaller lesions and no new lesions. Prednisone course was shortened. Next images scheduled for (B)(6) 2025 to check on progression and to review course of treatment. Current symptoms include intermittent slower brain functioning and inability to be at a computer for longer than a period of time, which varies depending on the day, intermittent parathesis of my right side of face and arm, occasional headaches, anxiety and higher emotions. MRI impression: ((B)(6) 2024) 1. Multifocal small subacute infarcts involving the left cerebral hemisphere, predominantly left middle cerebral artery territory. 2. Left internal carotid artery aneurysm status post stenting better characterized on same data cta CT w/ contrast impression ((B)(6) 2024), no acute intracranial pathology. Specifically, no acute intracranial hemorrhage. Patent major intercranial and cervical vessels. 3. Slight decrease in size of the cavernous left internal carotid aneurysm with continued contrast filling status post internal carotid stenting MRI impression ((B)(6) 2024), interval decrease in the size and the enhancement of multiple focal flair lesions in the left amygdala and cerebral hemisphere, suspected to be nonischemic cerebral enhancing lesions (nice lesions), and uncommon delayed sequelae of the cerebrovascular procedures. No new findings cta w/ contract ((B)(6) 2024), head cta demonstrates focal stenosis immediately distal to the left internal carotid stent. Recommend neurointerventional consultation and further evaluation with cerebral angiography if clinically indicated. Stable left supraclinoid internal carotid artery aneurysm. Neck cta demonstrates no stenosis of the major cervical arteries.